Event description:
It was reported that, during the set up for treatment, when the carrier of two (2) opsite flexifix gentle 5cmx5m were removed, much of the silicone adhesive removed with the carrier and did not remain on the film. It is unknown how the treatment was completed. No delay or harm to the patient was reported as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
H3, h6: the reported product has not been returned for complaint evaluation. Smith and nephew are not able to confirm this complaint or relate the reported issue to a manufacturing problem. The wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instruction for use. A documentation investigation has been conducted, confirming that the product met manufacturing specifications upon release for distribution. The risk management files and instruction for use adequately mitigate the reported event with no updates required. Historical review confirms previous complaints of this nature, with corrective action implemented which is currently under effectiveness review. This product was released after implementation of the corrective action. Smith & nephew continue to monitor for adverse trends and control the release of batches/devices, against the manufacturing specifications, as part of our approved quality management system.